Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen did not pass the touchscreen calibration. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen keys were off center. This was due to contamination on the touchscreen from fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.